Manufacturer narrative:
The investigation determined that false negative hivc results were obtained when samples from a national laboratory for hiv reference services (nlhrs) proficiency scheme were tested using vitros hivc reagent lot 0670 on a vitros 5600 integrated system. The most likely assignable cause for the event is a performance issue related to vitros hivc reagent lot 0670. Acceptable results were obtained using previous vitros hivc lots (0510, 0530, 0380 and 0600) and a recent vitros hivc lot (0710). Ortho has opened an investigation for the vitros hivc reagent lot 0670 false negative results (see ci 507652) and customer letter (B)(4) (B)(6) 2022) was issued to customers stating the potential for false negative vitros hivc lot 0670 results from samples identified to be reactive for the presence of hiv-1 p24 antigen and absent of antibodies to hiv (p24 antigen positive). The investigation found no evidence indicating an instrument performance issue contributed to the event, however, as no diagnostic precision testing was conducted on the instrument around the time of the event, an instrument issue cannot be completely ruled out as a contributor to the event. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report false negative hivc results were obtained when samples from a national laboratory for hiv reference services (nlhrs) proficiency scheme were tested using vitros hivc reagent lot 0670 on a vitros 5600 integrated system. Nlhrs sample (B)(6) 2021 results of 0.79 and 0.56 s/c (negative) versus the expected result of reactive. Nlhrs sample (B)(6) 2020 result of 0.54 s/c (negative) versus the expected result of reactive. Nlhrs sample 2021apr19e result of 0.61 s/c (negative) versus the expected result of reactive. Nlhrs sample 2019oct31a result of 0.51 s/c (negative) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros hivc discordant negative results were obtained from non-patient proficiency samples. There was no reported allegation of patient harm as a result of this event. This report is number four of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).